Event description:
At the conclusion of bilateral breast implants, the right breast was noted to be smaller than the left. The incision was re-opened and the implant removed, it was noted to have a leak. It was replaced with a new implant.